Event description:
Dialysis technician reported that approximately 45 hrs into a cvvhd treatment, an external blood leak from the filter, estimated at less than 100 cc, was observed. The leak appeared to be located at the seam between the arterial cap and the filter body. A partial rinseback of the pt's blood was performed, but was unable to be completed, due to observed clotting of the extracorporeal circuit. No medical intervention was required and no serious injury occurred as a result of the incident.

Manufacturer narrative:
The cartridge disposable circuit with preattached filter was returned to nxstage for evaluation. The filter was examined and confirmed that the arterial cap was detached from the filter housing. Visual inspection of the returned filter did not reveal any specific defects that would indicate the cause of the failure. Retained samples from the same filter lot were also functionally tested and found to perform as intended. Mfg and quality control records for this lot of filters were reviewed and identified no abnormalities or deviations. The treatment data log file was reviewed by nxstage. The log file revealed that during the last three minutes of treatment, the venous and effluent pressures dropped until a venous pressure low alarm was triggered, indicating that there was reduced arterial blood flow which can be caused by a kinked or clamped arterial line, problems with the pt's arterial access, or a clotted filter. This alarm stops the blood pump and requires operator action. It is unclear from the log file whether the alarm occurred before or shortly after the blood leak. The operator's attempt to restart treatment seconds after the alarm was triggered suggests that the blood leak had not yet occurred. It is also noted that as early as approximately 5 hrs from the start of the 45 hr treatment, a transmembrane pressure (tmp) alarm occurred which may have been indicative of a venous header clot that temporarily blocked the restrictor tubing. This suggests that the filter clotting may have happened slowly over a long period of time exposing the arterial header to increasing pressures until finally the filter clotted off completely thus being exposed to significant excessive pressures. The reported event was determined to be most likely attributed to clotting of the filter over an extended period of time, thus exposing the filter to increasing pressures and most likely causing or contributing to the filter leak. The cycler alarmed to alert the operator of the potential clotted filter condition. Due to the nature of the failure, mechanical stability testing could not be performed on the returned device. Nxstage's investigation regarding this event is ongoing. If significant add'l info becomes available, nxstage will file a supplemental report.